Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle was not identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿confirm that stain was removed especially from the opening space at the air/water nozzle and the lens when conducting reprocessing. In case the stain was remained, clean it until all the stain was removed, rinse completely and remove residual water in the tube and dry it after cleaning etc. Please check the environment of handling.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the lock engagement lever, the free-engage knob, the upward/downward angulation control knob, the right/left knob, the control unit, the switch1, the bending section cover, the switch box, the scope cover, the connecting tube, the plastic distal end cover, the electrical contact of endoscope connector, the suction connector, the protector of the universal cord on the suction connector side has a scratch and the universal cord were scratched. The control unit, the connecting tube, the plastic distal end cover, the light guide lens, the objective lens, and the electrical contact of endoscope connector were discolored; the universal cord and the suction connector was dirty due to water leakage; paint on the suction cylinder was peeled; the adhesive on the bending section cover had a chip; the connecting tube had a dent; the suction connector had corrosion; the image guide protector had a cut. Due to wear of the angle wire, the play of the upward/downward angulation control knob and the bending angle in up direction did not meet the standard value; due to a scratch on switch 1, water tightness is lost; the suction cylinder was shaved; due to a pinhole on the bending section cover, water tightness was lost and due to a scratch on the objective lens, the image had dark area partially. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a e316(connection error), e311 (the white balance has not been set) error and the image was distorted. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.